Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have error c-34. The complaint was confirmed based on the field evaluation/failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu due to errors c34. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the integrated electrosurgical unit (iesu) was giving a constant c-34 error when monopolar energy was being activated. There was no external high frequency source nearby and cautery cables were placed apart. Also, the iesu was connected to a dedicated power outlet. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs pointing to internal iesu issue. After a restart of the iesu and new monopolar cable, the issue persisted. The customer had no force triad generator available. The site was completing the procedure as planned using bipolar energy. There was no report of injury.